Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
Doctor reported implant fracture at tooth site 37. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® implant 3.75 x 10mm (oss310) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the implant¿s collar. Additionally, screw fragment was identified inside the implant drive feature.functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted in the per was 'good oral hygiene'. The devices had been placed on tooth #37 (fdi) for approximately 10 ½ years. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review for the lot (2008091010) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the unknown screw since the lot/item number was unknown. Complaint history review: complaint history review was performed for the reported lot number (2008091010) for similar events (complaint category keywords: fracture: screw and implant) and no other complaint was identified. However, complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.